Event description:
Report received of no audible alarm. During routing preventative testing by the user facility's biomedical engineer, the device did not audibly alarm. There were no reports of any adverse patient events while the device was in clinical use. Though requested, no additional information was provided.